Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.